Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient had 53% battery left on the device in (B)(6) 2015. Device was in eos at clinic. Went through an eos reset and device was brought back up to mol 1. Sensing, impedance and thresholds were all normal. Manual cap reform results were normal. Device remains implanted.

Manufacturer narrative:
The ICD was returned and analyzed. Upon initial interrogation the battery status eri wasconfirmed. The amount of charge taken from the battery was verified and the batterystatus eri was anticipated.the memory content of the device was inspected and it demonstrated a normal devicefunction while implanted and in service.the bench test of the ICD revealed that all therapy functions were available. The chargeconsumption of the device as well as the battery depletion were normal and as expected.in conclusion, the device was fully functional. The analysis revealed a normal batterydepletion. Regarding the eos status from (B)(6) 2015 mentioned in the complaintdescription, no information was available for analysis in order to obtain further insights into this observation. There was no indication of a device malfunction.